Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a opened wound and rash under the lifevest equipment. Patient described the area as opened wound caused by digging into skin, rash caused by rubbing. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied gauze for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.